Event description:
The customer obtained a falsely elevated high-sensitivity troponin I (tnih) result on one patient sample on an atellica im 1600 analyzer and did not report the result to the physician(s). After two hours, the customer performed repeat testing on an alternate atellica im analyzer with the same patient sample and obtained a lower result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside united states (ous) customer obtained a falsely elevated high-sensitivity troponin I (tnih) result on one patient sample on an atellica im 1600 analyzer and did not report the result to the physician(s). After two hours, the customer performed repeat testing on an alternate atellica im analyzer with the same patient sample and obtained a lower result. The customer informed siemens that the analyzer passed the scheduled qc (quality controls) at 13:30 and began to show a repeatability problem. Siemens dispatched a cse (customer service engineer) to the customer site. The cse observed a problem with the washing station and performed services to solve the problem. The analyzer was verified and operating as specified. Siemens reviewed the services performed, and a review of the data showed the pressure was back to normal. The atellica im 1600 was verified and operating as specified. No further evaluation of the device was required.